Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2; reference MFR. Report# 1627487-2018-09223. It was reported the patient's leads were eroding through the skin near the spine. As a result, the patient underwent surgical intervention (B)(6) 2018 wherein the leads were repositioned which resolved the issue. Effective therapy was established post operatively.